Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results and e-0 error; hematocrit error. The customer's expected fasting blood glucose test result range is 70 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 12/18/2016 and open vial date is (B)(6) 2016. Customer called that the meter was giving her e-0 error messages when she was attempting to run her blood test. When she finally was able to get a result, she stated that it read at 500 mg/dl. She hadn't made any changes to her diet or medication. She ran another test with the same vial resulting in an e-0 error message again. She then opened up another vial of test strips (same box-(B)(4)) and she was able to get a reading of 451 mg/dl. I was unable to retrieve a result from the memory as for some reason the meter wouldn't allow her to get past the meter's averages.